Event description:
Sorin group received a report that during a scheduled preventative maintenance the roller pump touch screen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and replaced the touch screen to resolve the issue. Subsequent functional and electrical testing did not identify further issues and the unit was returned to service. No further recurrences have been reported for this unit. A photograph of the replaced screen was sent to livanova (B)(4) for evaluation. It was determined that the root cause was fluid ingress into the touch screen. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has implemented a CAPA (B)(4) for this type of issue.